Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer reported that during injections, some of the needles do not allow the medication to flow through. This issue has occurred with multiple boxes. While not all needles are affected, approximately5 needles per box appear to be blocked or non-functional.